Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that sometime in 2014 the patient (pt) was told their lead wires were broken; the pt did not know where on the lead the damage was. The pt stated that healthcare providers (hcp) have tried on two occasions to surgically revise the leads to the other side but the hcps told the pt they were unsuccessful because the pt's body has too many curves and they cannot get the leads in the right position. The pt reported no further revisions. No pt symptoms reported. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.